Event description:
It was reported that the ventilator, while connected to a pt, generated two technical error codes indicating an open safety valve and a power failure. There was no pt harm. (B)(4).

Manufacturer narrative:
Exchanged parts and more info regarding the event has been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).